Manufacturer narrative:
There is no indication or allegation of device malfunction. Sterile certificates were reviewed to ensure the product was released in a sterile condition. Catalog # 140-36-00/4009316, certificate 2360a, certified and approved on 17 june 2016. Catalog # 140-36-13/4355030, certificate 2484b, certified and approved on 11 april 2016. The most likely cause of the reported event is related to surgical site healing and underlying patient conditions. In a review of the labeling - it is a known complication that infection, both deep and superficial may require a second surgical intervention or revision. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. There are patient comorbidities that increase the risk of infection and can delay the healing, i.e. Diabetes, immune deficiencies, peripheral vascular disease, obesity and immunosuppressive treatments. This device is used for treatment, not diagnosis. Information has been requested about the event and the patient. No new information has been provided.

Event description:
It was reported that the patient was stated to be "doing great and surgeon is happy with outcome". There is no indication of device malfunction or problem. The details of the infection are not known. No additional information is available about the patient or the event. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00434.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of hip components due to superficial infection. All components were intact.